Event description:
It was reported that during a partial nephrectomy procedure, the gen11 gave several error codes, including "relax pressure on blade." Additionally, it was reported that the device continued to activate after the activation button was released. Another device was not used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good condition. The device was functionally tested on both the gen11 generator and the gen04 generator. Both the min and max buttons worked as intended during functional testing and no continuous activation occurred; nor was the "relax pressure on blade" alert message displayed. The "relax pressure on blade" message advises that the instrument has been loaded to the point where output has stopped. When this message appears, relax pressure on the instrument or reposition so there is less tissue in the jaws. Release the activation switch and reactivate the instrument to continue.